Event description:
It was reported that the device was replaced due to premature battery depletion. The patient experienced less than 50% therapy relief. Impedance testing and reprogramming were performed. Patient outcome and intervention were not known. Follow-up being conducted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v955825, implanted: (B)(6) 2012, product type: lead. (B)(4).